Event description:
ICU rn attempted to place a ng tube, but was not able to pass it past the right or left nares. The charge rn then attempted and easily passed the tube on the right side. Air was auscultated over the stomach and an x-ray was obtained. The x-ray showed a pneumothorax in the right lung. The md was notified, and ultimately the patient had a chest tube placed to relieve the pneumothorax. This is a new device for our facility. Staff noted that the new device has a weighted tip, which they believe may have contributed to the pneumothorax because they believe the rn had less sense of resistance.